Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 5 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarm. The tsr explained the alarm. The hp stated, the clamp was left open on an unused supply line. The tsr advised the hp to contact the dialysis nurse regarding the air detect alarm and any missed therapy. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated, she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.